Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported stimulation was changing programs without patient programmer use. The patient reported she has stimulation set on a very mild setting and, without the patient programmer, it is like someone turned it up very high. The patient said the implantable neurostimulator (ins) was changing programs on its own. The patient further reported she was in a motor vehicle accident on (B)(6) 2017, and she said she got whiplash again and her foot was on the break so she said she might have tweaked something. The patient also mentioned getting hit in the head in 2015. Neither incident aligns with event date given of about 3 weeks ago. The patient said the stimulation adjusts when she is just walking. There was no emi environmental exposure. Keeping a diary of the event was recommended. It was also recommended to get the ins checked. This started about 3 weeks ago. It was subsequently reported on (B)(6) 2017, that it was taking a long time to recharge and she doesn¿t know if the recharger is recharging correctly. She said it keeps saying ¿almost empty.¿ troubleshooting could not be performed due to lack of access to the recharger. The patient was going to call back when she had the recharger to troubleshoot if the green light is on or if the connector pin is loose or bent. The patient further said that she will turn on device and will lean over and the stimulation will just change and get intense pounding. Then it will go back to regular setting. The patient was redirected to their healthcare provider to determine why stimulation is getting intense on its own and recharging more often. The indication for implant was failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported this information had already been reported. However, patient reported again that she had been having problems with her stimulator connecting and that the stimulator was draining really fast. Patient reported they needed a manufacturer's representative to meet her at her appointment to check her device. Patient stated she has a really hard time connecting with both the patient programmer (pp) and recharger (insr). After reviewing with the patient, they were able to communicate with both the pp and insr during the call. Patient reported she did not have her equipment on her the last time she called about this.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that she was charging more often; the patient stated that she used to charge once every week and a half but now she was charging about twice a week. The patient also reported that she was having a hard time getting the charger to connect to the ins when starting a charge session; she said is she moved it around a bunch she would eventually get it connected but she had never had this problem before. The patient confirmed that she had not been reprogrammed recently and she charges the ins to 100%. The patient was directed to their healthcare professional. No further complications were reported/anticipated.